Manufacturer narrative:
Dc bead with gelpart (porous gelatin particles) and lipiodol (iodine addition products of the ethylesters of fatty acids obtained from poppyseed oil) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumours and avms - dc bead with gelpart and lipiodol is considered off-label use. (B)(6) medical assessment: upon a further review of the information, the symptoms described for this case are more aligned with a diagnosis of hepatic necrosis and not tumour lysis syndrome. The patient experienced acute hepatic necrosis with occurrence of renal failure and hyperuricemia as a consequence of acute massive cytolysis of liver cells. The event was fatal. This event generally occurs after 'over embolization', arterial embolization of a large territory including non-tumoral liver, or arterial embolization in a patient with pre-existing venous occlusion (thrombosis). (B)(6) with liver dysfunction are serious adverse events related to both dc beads and lipiodol/gelpart use. Renal failure, and lab test abnormalities are serious adverse events related to both dc beads and lipiodol/gelpart use. This follow-up report is considered to be final.

Manufacturer narrative:
Dc bead with gelpart (porous gelatin particles) and lipiodol (iodine addition products of the ethylesters of fatty acids obtained from poppyseed oil) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with gelpart and lipiodol is considered off-label use. This event generally occurs after "over embolization", arterial embolization of a large territory including non tumoral liver, or arterial embolization in a patient with pre-existing venous occlusion (thrombosis)

Event description:
Date unknown: tace was performed with dc bead (300-500 mcm). Gelpart (porous gelatin particles) and lipiodol (iodine addition products of the ethylesters of the fatty acids obtained from poppyseed oil) were also used. Date unknown: tumour lysis syndrome-like symptoms developed. Lab data showed: ast 10000 or higher, p 9, uric acid 14, ld 24000, anuria. Date unknown: the patient did not recover from the tumour lysis syndrome. Ae: causality (physician) tumour lysis syndrome: possibly related.

Manufacturer narrative:
Following fields changed: date of event. Date of report updated to reflect date additional information received. Description of event updated. Lab data results. Other relevant history: pre-tace patient information. Concomitant therapy. Type of reports - follow-up. If follow up, what type? - additional information. Manufacturers medical assessment updated as follows: indication of treatment: the patient was treated both with conventional tace (lipiodol and gelpart) and dc beads for a tumor of 150 mm in the right hepatic lobe, and for prophylaxis against haemorrhage (tumor?). The patient had degradation of liver function (child c) and had adrenal metastasis. The product was used in an off label indication. Epirubicine loaded dc bead is out of the scope of btg guidelines as specified in the IFU. Concomitant use of chemotherapy: 50 mg of epirubicin hydrochloride was reported. On (B)(6) 2018: tace was performed with dc bead (300-500 mcm) one vial loaded with 50 mg of epirubicin hydrochloride. Gelpart (2 mm) and lipiodol were also used. Review of the information and the symptoms described for this case are more aligned with a diagnosis of hepatic necrosis and not tumor lysis syndrome. The patient experienced acute hepatic necrosis with occurrence of renal failure and hyperuricemia as a consequence of acute massive cytolysis of liver cells, the event was fatal. This event generally is related to the embolization of a large tumor in a patient with altered liver condition. Acute hepatitis with liver dysfunction are related serious adverse events related to both dc beads and lipiodol /gelpart use. Renal failure, and lab tests abnormalities are serious adverse events related to both dc beads and lipiodol /gelpart use epirubicine has also favoured this occurence. This follow-up report is considered to be final.

Event description:
Additional information received on may/17/2018: on (B)(6) 2018: tace was performed with dc bead (300-500 mcm) one vial loaded with 50 mg of epirubicin hydrochloride. Gelpart (2 mm) and lipiodol were also used. Tace was performed for palliative purpose as a prophylaxis against haemorrhage. On (B)(6) 2018: two days after tace, tumour lysis syndrome-like symptoms developed. Lab data showed: ta increased to a 4-digit level, ast 10000 or higher, p 9, uric acid increased to 14, ld 24000, anuria. Dialysis was initiated, and the patient was able to be weaned from dialysis two weeks later.